Manufacturer narrative:
(B)(4). Report source: (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the product fractured with a little force. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10 upon receipt of additional information it has been determined that additional event details have been provided. The reported event has not caused or contributed to serious injury in this case or prior cases. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that additional event details have been provided. The reported event has not caused or contributed to serious injury in this case or prior cases. The initial report was forwarded in error and should be voided.